Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that (B)(6) years old female patient was on second round of cooling on arctic sun device. Nurse stated that the therapy had stopped and checked the event log. There was an alarm 115 (prolonged warm water exposure) in log. Patient temperature was 32c, water temperature was 38.2c, flow rate was 2.7lpm. Patient was on continuous renal replacement therapy. Mss explained the importance of regular skin check. Nurse stated that the doctor advised them not to do skin check any longer. Patient's skin was torn when pads were pulled back and also patient was already had postmortem bruising. Mss explained to add a bair hugger or warm blankets, turn the vent warmer on and ensure heater on continuous renal replacement therapy was on. Then the device was working appropriately but to continue with therapy was a clinical decision.

Event description:
It was reported that 61 years old female patient was on second round of cooling on arctic sun device. Nurse stated that the therapy had stopped and checked the event log. There was an alarm 115 (prolonged warm water exposure) in log. Patient temperature was 32c, water temperature was 38.2c, flow rate was 2.7lpm. Patient was on continuous renal replacement therapy. Mss explained the importance of regular skin check. Nurse stated that the doctor advised them not to do skin check any longer. Patient's skin was torn when pads were pulled back and also patient was already had postmortem bruising. Mss explained to add a bair hugger or warm blankets, turn the vent warmer on and ensure heater on continuous renal replacement therapy was on. Then the device was working appropriately but to continue with therapy was a clinical decision. Clinical follow up attempted on 30apr2021, but the nurse was unaware of the event and could not provide any further information. Despite good faith efforts, no additional information has been obtained.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.